Event description:
Surgeon was using scissors to cut the common bile duct and the tips of the scissors would not cut. To make the cut thoroughly, the surgeon had to put the scissors across the duct. The surgeon felt this was unacceptable and not safe as it could increase the chances of cutting the entire bile duct. The surgeon was unhappy; he couldn't make precision cuts with scissors.